Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a high blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event.